Manufacturer narrative:
Results: a photo was attached showing the top of a tube, with blood pooled in the center of its stopper. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6011665. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® barricor¿ had blood pooling in the cap. No injury or medical intervention reported.